Manufacturer narrative:
Device evaluate by MFR: returned product consisted of a solent dista thrombectomy system with a power pulse adapter kit attached to the spike line. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device and 50ml in the attached waste bag. The boot was filled with fluid when received. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that the hypotube was broken 20.75cm proximal of the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline supply¿ error was displayed on the console. The under-pressure alarm on the console was over rode and the pump was checked for a top seal leak as the boot was filled with fluid when received. The boot didn¿t fill up with fluid, so the boot was removed and the top seal was inspected during priming and thrombectomy mode. During both methods, there was no top seal leak. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed 30 april 2018. A angiojet® solent¿ dista catheter was selected for a follow-up thrombolysis procedure in the posterior tibial artery. One pass was made during thrombectomy mode inside the patient. A second pass was made in another vessel; however the catheter stopped working and a check saline supply error message was displayed. The procedure was then abandoned. There were no patient complications and the patient's status is fine. However, analysis revealed that the hypotube was broken.